Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's oxygen blending module board was observed. The device's oxygen blending module board needs to replaced to address the issue.